Event description:
Paramedics attempted to use the defribillator with standard external paddles to treat a pt diagnosed in ventricular fibrillation. When the paramedic attempted to administer the shock, then unit failed to discharge when the paddles shock buttons were pressed. The paramedic disarmed the defibrillator, switched to the second battery and the same problem occurred. The paramedic disarmed the defirbillator, swithced to the third battery and again the same problem occurred. The paramedic subsequently used the fire department's AED to continue treatment of the pt. No shocks were advised by the AED. Drugs and CPR were administered to the pt. Prior to arriving at the emergency room, the pt regained a pulse and a blood pressure. Approximately 1 week later, the pt expired. The paramedic was told that the pt's collapse and death were caused by a massive myocardial infarction.